Manufacturer narrative:
Block b3: exact date unknown, event occurred many months ago.

Event description:
It was reported that the patient had frequent implantable pulse generator (ipg) charging. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted device was discarded by the medical facility.